Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty withdrawing the leads from the pulse generators connector. The patient was in stable condition. No additional information was reported.